Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube label partially peeled off before use. CAPA #1064141 was opened in response to this event, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are continuing to have issues with the labels on the 5ml sst tubes. I opened a flat on sunday and every tube on the flat has labels that are not fully adhered (lot 9081740). I have also noticed it has now continued onto the 3.5ml sst tube(lot 9087734)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube label partially peeled off before use. CAPA (B)(4) was opened in response to this event, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are continuing to have issues with the labels on the 5ml sst tubes. I opened a flat on sunday and every tube on the flat has labels that are not fully adhered (lot 9081740). I have also noticed it has now continued onto the 3.5ml sst tube(lot 9087734)."